Manufacturer narrative:
Covidien technician verified the missing segments. The display pcb and the main pcb were replaced. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.

Event description:
It was reported to covidien that the display was faulty, missing segments. There was no patient involvement.